Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving bupivacaine 11.2mg/ml at 6.050mg/day and dilaudid 2.8mg/ml at 1.5124mg/day via an implantable pump. The indications for use were malignant pain and cancer pain. The healthcare provider reported that the patient had been a little more drowsy over the course of the past month and confirmed in (B)(6). This was a gradual change in therapy/symptoms. The patient had an appointment set up for (B)(6) to look into the drowsiness. On 2016-aug-30 additional information was received that reported something must have changed in the last few months. Per this reporter the "signal isn't as sensitive" with the pump like when it was implanted (B)(6) 2015. The patient's pump was put in the patient's backside and the reporter planned to follow up with the healthcare provider on (B)(6) to check the pump pocket area. The reporter stated that the pump itself had not move and was very pronounced in the patient's back area. Additional information received from the company representative reported that the pump flipped. Surgical intervention was planned for (B)(6). Per this reporter they were notified by the clinic on (B)(6) that the pump flipped. A pocket revision with 4 non absorbable sutures in suture loop was performed. Per this reporter the cause of the flipped pump was there were no sutures in suture loops when they opened the pocket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.